Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/02/2016 with the following findings: during testing, it was observed that the battery compartment was cracked and the returned battery cap had a damaged top coin slot. Unrelated to these issues, it was observed that the bolus button cover and slug were missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and battery cap with a damaged top coin slot. This report is made based on results of investigation completed on 11/02/2016.